Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit would not run as the motor was seized and the cable had contact issues. Additionally, a screw had broken into the motor and the needle bearing was worn. The needle bearing, motor, and plug harness assembly were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: spain.

Event description:
It was reported that during an unknown time on july 10, 2023, the cord is damaged and the product does not have power. There was no note of patient harm or delay. During product evaluation, it was found that the motor was seized. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.